Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped. Subsequently, a cartridge detection notification occurred during pumping. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy. The customer's blood glucose level was between 160-180mg/dl.